Event description:
The hinge pins on the articulating arm that holds the display monitor have a tendency to work loose, with could lead to arm failure. At least six pins have been observed to be displaced enough so that one side of the pin was completely disengaged from the hole. No injuries have been reported related to this problem.